Manufacturer narrative:
The motor error alarm was noted followed by motion sensor test failure alarm during rewind due to motor encoder out of phase. Analysis was unable to confirm motor position encoder error alarm due to motor error alarm.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.(B)(4).

Event description:
The customer reported via phone call that they received a motor error alarm and a motor position encoder error alarm. The customer's blood glucose was 120 mg/dl at the time of incident. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump might have been exposed to sensor. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.